Event description:
A health care professional reported during intraocular lens (iol) implant procedure, while insertion, a distal loop became stuck in injector and broke with no patient contact. The procedure was completed on same day. Additional information has been requested and received stating the cataract surgery was possible with the aid of another replacement deposit lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned in the blister tray inside the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was in contact with the trailing optic edge. The plunger has advanced the lens beyond mid-nozzle. The trailing haptic was fully tucked into the optic fold. The leading haptic was extended. The distal area was looped into a question mark shape with the distal haptic tip broken in the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was used. The product investigation could not determine the root cause for the reported complaint. The lens was located in the nozzle tip. The leading haptic was looped and the distal haptic tip was broken. The plunger was in contact with the trailing optic edge when returned. The instructions for use (IFU) instructs: take at least 7 seconds to gently fold the intraocular lens (iol) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the "fill-to" line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Lens may become stuck in the device if the operating room temperature is too high greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).